Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to adequately fixate. Upon removal from the patient, a clot was observed in the helix. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of positioning failure was confirmed. Visual inspection noted no anomaly on the outer helix and the inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported positioning anomaly in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of positioning failure was not confirmed. Visual inspection noted no anomaly on the outer helix and the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.